Event description:
The initial reporter stated they had an issue with the cobas infinity software. An ast test result for a patient sample was automatically validated in the cobas infinity software due to a missing flag and the result was released outside of the laboratory to the patient. The result should have been blocked by the cobas infinity software for manual validation.

Manufacturer narrative:
Investigations have determined that under certain circumstances, the automatic validation process is executed before cobas infinity has added the corresponding alarm to the test result, preventing the result from being blocked from automatic validation. The observed behavior has been confirmed as a software issue in cobas infinity, and the necessary circumstances to make the issue arise are described as follows: 1) there is an order with two tests t1 and t2. 2) t1 result is registered in cobas infinity. The results are within the reference range, so no alarms are added. The validation event is generated. 3) when the automatic validation process is executed, it detects the pending validation event and evaluates the whole order to determine what is pending for validation. 4) while the automatic validation process is evaluating the order, an alphanumeric t2 result is registered in cobas infinity. Before cobas infinity can add the corresponding alarm to t2, the automatic validation process validates both t1 and t2 results (as there are no yet alarms in t2). 5) when cobas infinity adds the alarm to t2 result, the result has already been incorrectly validated. Even though a new validation event is generated, when the automatic validation process checks the order it detects that there is nothing pending to validate, so no additional actions are performed on the order.